Event description:
Patient was done with test in mgc plethysmography and technician could not get the door to open. She tried several times and got another technician to assist. They called mgc tech support and internal biomed. They tried safety lever inside the box and still could not open. Tried the switch on outside. Tried turning off power then tried turning off gases and biomed removed toggle switch. Tried to use force and eventually cut the rubber seal to release pressure. Mgc came out a couple days later and replaced the rubber seal and checked the machine for any other issues.